Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic with leads with high outputs and an implantable cardioverter defibrillator (ICD) with normal elective replacement indicator (eri). Per an x-ray, it seemed that the patient had twiddled the system and all the leads are pulled back. The right ventricular lead was sitting barely across the valve and the left ventricular lead had pulled back but remained in the coronary sinus. System was explanted and the patient was reimplanted with a new system. Patient was discharged. Related manufacturer reference number: 2017865-2019-13695.